Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, g1, h6.

Event description:
Patient later reported "local fever, inflammation and swelling of the left breast."

Event description:
Patient reports left side capsular contracture, baker grade iii, peri-implant fluid, and lobulated contours. Later, patient reported "local fever, inflammation and swelling of the left breast." And ¿containing folds¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and periprosthetic fluid these are known potential adverse events addressed in the product labeling.

Event description:
Patient reports left side capsular contracture, baker grade iii, peri-implant fluid, and lobulated contours. The patient was treated with anti-inflammatory medication. The device remains implanted.